Manufacturer narrative:
Concomitant medical products: 4574-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for pacing impedance out of range. A check on the lead reveals that the impedance had resolve and measured within normal range. The lead remains in use. No patient complications have been reported as a result of this event.